Event description:
A (B)(6) male pt contacted zoll customer support to report trouble connecting the belt to the monitor. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (trouble connecting belt to monitor) has been confirmed. Upon evaluation, the trunk cable connector was damaged. The cause for the trouble connecting the belt to the monitor is the damaged trunk cable connector. The root cause of the damaged trunk cable connector cannot be positively identified but was likely the result of physical abuse. No adverse event resulted from the damaged electrode belt connector. The pt was issued a replacement electrode belt.